Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet, and troubleshooting revealed the device had been configured with an implausibly low body weight, which was corrected after education on proper data entry. Symptoms included high blood glucose. Investigation included complaint review and user troubleshooting with education. Investigation of this case revealed user input error related to weight entry that likely contributed to elevated glucose. It was concluded that the event was related to use error rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.